Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight, ethnicity and race were not provided for reporting. This report is for one (1) bab flexible fabric bns 30+9 USA (B)(4) lot number n/a. UDI #: (B)(4), upc #: (b)($), lot #: ni; exp date: na. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed. No conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. (B)(4). This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00008. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported an event with band aid bandage flexible fabric. She used one of these on a wrist cut for insect bite and it was terrible. It was reported that she changed band aid two times daily. She had a bad allergic reaction (rash/hives). The health care professional (hcp) recommended possible prescription cortisone cream and benadryl cream for treatment. The consumer's reaction has improved. This is 1 of 2 med-watches being submitted as two devices were involved in this event. See medwatch 8041154-2022-00008. The same patient is represented in each medwatch.